Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('irregular bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("belly pain and distention began at 14 months of insertion") and abdominal distension ("belly pain and distention began at 14 months of insertion"). At the time of the report, the genital haemorrhage, abdominal pain and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and genital haemorrhage with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((b)(6t), reference number: (B)(4)) on 05-aug-2021. This spontaneous case describes the occurrence of genital haemorrhage ('irregular bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("belly pain and distention began at 14 months of insertion") and abdominal distension ("belly pain and distention began at 14 months of insertion"). At the time of the report, the genital haemorrhage, abdominal pain and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and genital haemorrhage with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.